Event description:
Edwards received information that an edwards device was explanted after an unknown implant duration. There were no adverse patient effects reported the reason for explant remains unknown.

Manufacturer narrative:
Attempts to receive further information regarding this event have been made; however, no additional information was obtained. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.